Event description:
On (B)(6) 2008, an "implantable defibrillator" was implanted in my "now deceased" brother (B)(6) chest requiring recalibration every ninety (90) days according to abbott medical device company. On march 7, 2017, according to my brother's patient identification card "issued by abbott" the device description is as follows: item ICD; model cd2357-40c; serial number (B)(4). Neither of the "leads" implanted in 2008 was replaced even though dr. (B)(6) told my deceased brother that one of the "leads from abbott's "implantable defibrillator". But when my deceased brother (B)(6) asked him if he was going to replace the lead dr. (B)(6) said no. It should be noted that these "leads" had been in (B)(6) chest since 2008 attached to the previous device before it was replaced in 2017 with model cd2357-40c, serial number (B)(4) without the eight (8) year old "leads" being replaced also. On (B)(6) 2023, my brother (B)(6) was pronounced dead from a heart attack and the dr at (B)(6) hospital (located in (B)(6) told me that one of the "leads" failed to restart (B)(6) heart after it stopped. My brother (B)(6) death was the result of abbott's defective device and (B)(6) unreasonable refusal to remove the old "leads" and put new ones inside with the new device.